Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test noted. Unit passed displacement test and selftest. Unit passed displacement test and selftest. Hardware low level failures was confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm and was able to rewind the insulin pump. They did self test and it said hardware low level failure. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.